Event description:
Info received via compliant form indicates the following: "complaint reports that they have had an incident of a pt developing pressure damage that has been attributed to the use of a flexiseal."

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that the pt had been sitting out in a chair with a flexiseal in place, and had been risked assessed which is something that is not normally conducted by the facility. Further info is forthcoming from the reporter and complainant. An investigation request was sent to the manufacturer on (B)(6) 2013. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. (B)(4). A return sample for evaluation is not expected.